Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use: the aortic and iliac extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurismal exclusion is desired.

Event description:
On (B)(6) 2012, the pt underwent endovascular seal of an aortic dissection entry hole at the terminal aorta using gore excluder aaa endoprosthesis. The proximal landing positioning was also dissected, which meant there was no healthy neck. The physician implanted an aortic extender firstly in order to make a proximal neck for pxt. Then, when the main-body was inserted, the leading tip of the main-body pushed the aortic extender up for 2 cm. The physician failed to pull it down and converted the procedure to open surgery using vascular graft. Aortic extender was removed. The pt tolerated the procedure and is still in the hospital.